Manufacturer narrative:
H.6. Type of investigation code b22: multiple attempts were made to obtain additional information about this event. No additional information was provided; therefore, the case will be closed with available information. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. A.4. Patient weight: weight of the patient was not given. Bmi was given as 30.5. A.5: patient ethnicity/race: race of patient was given as "other." B.3. Date of event: as a specific date of event is not known, the date of publication online is being used. D.4. Serial number for the device remains unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Ejimogu j, martinez de, lu j, et al. Carotid-subclavian bypass or transposition extends the proximal landing zone for gore thoracic branch endoprosthesis deployment. Journal of vascular surgery cases, innovations and techniques. 2025;11:101960. Doi:10.1016/j.jvscit.2025.101960. The following was conveyed to gore in the article: on an unknown date between 2022 and 2025, a patient received treatment for an aortic arch aneurysm using a gore® tag® thoracic branch endoprosthesis (tbe) system as well as an additional unknown thoracic device, following a subclavian-carotid bypass. On CT scans two days post-operation, a type iii endoleak was detected "between the main distal end of the tbe graft and the proximal tevar extension. The patient received a gore® viabahn® vbx balloon expandable endoprosthesis. A completion angiogram confirmed resolution of the endoleak."